Event description:
It was reported that the colonovideoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image snowflake. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the most probable cause of malfunction identified during device evaluation was traced to electronic component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.